Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, on the first firing the staples were malformed. The device was fired a second time and it jammed; there was too much tissue in the back of the device jaws. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received unfired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the triggers post was found broken. It could not be determined what may have caused the damage found. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Jammed on second firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.